Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent procedure name? Date of initial procedure? Confirm date of event is (B)(6) 2021? Confirm drain removed and replaced with new drain on (B)(6) 2021? Was another reservoir used /tried when issues were noted? Product code of blake drain and lot number available? How was hematoma and seroma treated? Patient demographics: initials / ID, or date of birth; bmi. Current patient status. Please advise of the status of the return. Note: events reported on mw# 2210968-2021-02099. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. After opening the reservoir, no suction was provided due to a membrane which blocked the flow of body fluids. The patient suffered hematoma, seroma. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/7/2021 additional information was requested, and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Burr hole treppaniation chronic on subdural hematoma date of initial procedure? Initial date of procedure? (B)(6)2021 confirm date of event is (B)(6)2021? Initial date of event is (B)(6)2021 confirm drain removed and replaced with new drain on (B)(6)2021? Revision on (B)(6)2021 was another reservoir used /tried when issues were noted? Yes product code of blake drain and lot number available? 2160, lot: j2018645 (reservoir-missing drain info) how was hematoma and seroma treated? Not known, mostly used for chronic on subdural hematoma patient demographics: initials / ID, gender or date of birth; bmi not known current patient status. Not known this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 4/7/2021 corrected data: d3 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2021. H3 evaluation: received 17 unopened reservoirs (in original sealed pouch) and 7 opened reservoirs ((B)(4)all of them from the same lot j2018645. All the parts were tested in accordance with work instruction ¿bulb reservoirs functionality tests¿: open disposal port and empty all the air inside the bulb until receiving the maximum vacuum level possible. Block the disposal port of the "reservoir bulb" by the bulb plug & patient port by a bend silicone tube. Keep the disposal port lock then release the sealing tube of the suction port and measure the inflation time until the bulb reservoir is back to its original shape. Max. 6 seconds bulb should return into its original position (use timer). Out of 24 tested samples, 23 passed the test successfully. These fully inflated in less than 6 sec. One sample (taken from original sealed pouch) failed the test. It inflated within 10 minutes. We cut the sample which failed the test and inspected the ar valve. The valve is open and seems to be properly oiled (see attached pictures). We confirmed the problem in one sample out of 24 samples received. The complaint was justified; investigation was initiated. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm whether or not this customer ) performed the patency check mentioned above prior to using each suction reservoir on the patient as directed in the IFU? Can you also please also confirm if this is or is not a standard practice of the back table staff at this hospital? Response from rep: the customer has used the jvac bulbs for many years and never had issues, due to the high reliability of the product. That¿s why they, until the incident occurred, didn¿t pretest the bulb anymore. As the incident popped up, they started to take sample tests per box and would release the whole box if the sample test was fine. Per the instruction for use: ...3 activating the j-vac bulb suction reservoir it is important that the patency of the j-vac bulb suction reservoir be verified immediately prior to connecting it to the drain: with the drainage plug removed, squeeze the reservoir until it has collapsed. Holding the reservoir in a collapsed position, insert the drainage plug to seal the drainage opening. Release the squeezing pressure to allow the reservoir to inflate. In the event the reservoir does not completely inflate, the following corrective procedure should be employed: o repeat above steps for verifying patency of the bulb suction reservoir. This repeated action should open the anti-reflux valve and permit it to function normally. O if the reservoir does not completely reinflate when tested according to the procedure described above, the reservoir should not be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.